Event description:
Struggled to get it out - vagina [foreign body in reproductive tract]. Injured myself - vagina [vulvovaginal injury]. Injured myself - tampon [medical device site injury]. Struggled to get it (tampon) out [complication of device removal]. Tampon string fell off [device breakage]. Case narrative: consumer reported via email that the tampon string fell off during removal. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.